Event description:
It was reported to the manufacturer that the vns patient experienced continuous seizures and visited the ER. The patient's device was found to be programmed off. The relationship of the increase to pre-vns baseline is unknown. The patient's device was programmed back on and medication changes were made to help with the seizures. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.